Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges headset does not stick to adhesive plaster and one time had leakage 1-2 months ago. Caller reported he has used two different batches but only issue is with the new batch. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.